Event description:
It was reported the patient presented to the emergency room with dizziness and bradycardia. The pacemaker exhibited a loss of output, could not be interrogated, and had no magnet response. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of no output, inability to interrogate and no magnet response were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, and test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.